Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this brady lead was found dislodged shortly after it was first implanted. As result, the patient underwent a surgical procedure wherein the lead was extracted and replaced with an alternate. Additional information confirmed this lead was never extracted and currently remains in service. There was no allegation against this lead product performance.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this brady lead was found dislodged shortly after it was first implanted. As result, the patient underwent a surgical procedure wherein the lead was extracted and replaced with an alternate.